Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for evaluation however, troubleshooting was performed, and the customer's allegation was confirmed. Attempts to confirm issue resolution with the customer were unsuccessful. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had a blackout on display for the bronchoscope. It is unknown when the issue occurred. There were no reports of patient harm associated with this event.